Event description:
Caller alleged false negative hcg results for three pts in the last two weeks. Results as follows: three (3) teenage pts coming in for termination services. Pts claim to be pregnant by home pregnancy tests. Pt's pregnancy confirmed by abortion procedure and test confirmation post-abortion, indicating fetal parts. Pts were 9, 11 and 30 weeks pregnant. Freshly voided urine, not first morning urine samples were used for testing. Urine was clear, free from particulate matter in each case. Customer reports when testing the external controls, the positive control was a weak positive. False negative results first tested on lot hcg1080272 and then reproduced on alternate lot hcg1100324.

Manufacturer narrative:
Lot number: hcg1100324. Expiration date: 09/2013. Control lot: 20miu/ml hcg urine, lot: hcg120130-01; 210.0iu/ml hcg urine, lot: hcg120517-01; 207.9iu/ml hcg urine, lot: hcg120309-01; 219.3iu/ml hcg urine, lot: hcg120409-01. Summary of results: retention devices met qc specification, details below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 mins read time. (N=5). The 210.0iu/ml hcg urine control yielded clearly positive results at 3 mins reading time. (N=5). The 207.9iu/ml hcg urine control yielded clearly positive results at 3 mins reading time. (N=5). The 219.3iu/ml hcg urine control yielded clearly positive results at 3 mins reading time. (N=5). Customer's observation could not be reproduced with in-house retain product testing. Retain products were tested with hcg at cutoff level and high levels positive standard urine control; all of the results met qc specifications. Manufacturing batch record review did not uncover any abnormalities. Quantitative serum hcg results were not provided. Hook effect cannot be ruled out. Unable to identify the root cause without pt specimen analysis in-house. This issue will be tracked and trended. Corrective action not required at this time. As of (B)(6) 2012, 4 complaints of this nature were reported against lot hcg1100324. Lot number: hcg1080272. Expiration date(s): 11/2013. Control: 20miu/ml hcg urine control, lot: hcg120130-01; 210.0iu/ml hcg urine control, lot: hcg120517-01; 207.9iu/ml hcg urine control, lot: hcg120309-01; 219.3iu/ml hcg urine control, lot: hcg120409.01. Summary of results: the retention devices met qc specification. Details below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 mins reading time. (N=15). The 210.0iu/ml hcg urine control yielded clearly positive results at 3 mins reading time. (N=5). The 207.9iu/ml hcg urine control yielded clearly positive results at 3 mins reading time. (N=5). The 219.3iu/ml hcg urine control yielded clearly positive results at 3 mins reading time. (N=5). Conclusion: customer's observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high levels were tested with retain products. Results met qc specifications. No false negative was observed. Manufacturing batch record review did not uncover any abnormalities. Unable to identify the root cause without pt specimen analysis in-house. One of the patients was far into their pregnancy term. Hook effect could not be ruled out as a cause for the false negative results. This issue will be tracked and trended. Corrective action not required at this time. As of (B)(6) 2012, (B)(4) complaints of this nature have been reported against lot hcg1080272.